Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported low and high glucose alarms and was not alerted of changes in glucose level. Attempted to replicate the user¿s complaint using similar configuration (iphone 12, ios 16.4, 2.10.1.7653) and successfully received glucose alarm notifications and readings. The user complaint could not be reproduced. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 12 pro max with an ios operating system 16.5.1 app version 2.10.1.7653. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "hypoglycemia." As a result, the patient received hcp treatment of sugar water for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an iphone 12 pro max with an ios operating system version 2.10.1.7653. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "hypoglycemia." As a result, the patient received hcp treatment of sugar water for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.